Manufacturer narrative:
Disregard previous submission. Based on new information received from the customer, this event is no longer considered reportable.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a tubing set with a hole that leaked at an unspecified location. There was no report of patient harm.